Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral valve insufficiency/regurgitation associated with recurrent mr was unable to be determined. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization or prolonged hospitalization was the result of case-specific circumstances as the recurrent mr was treated. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on november 19, 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and dilated left atrium. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 2-3.on an unknown date, during a during a two-week follow up, an echocardiogram was performed and revealed recurrent mr with a grade of 4on december 17, 2025, a second mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 3.